Manufacturer narrative:
The field service representative (fsr) reported that the tubes of the rinsing unit were very aged, the vacuum tube had a capillary rupture and the suction needle for sodium hydroxide detergent (naoh-d) was clogged. Service maintenance was performed. The investigation determined that the issue was caused by mechanical leakage or seal and a maintenance issue. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory. The initial sodium result was 176 mmol/l. The repeat result was 148 mmol/l. The electrode lot number and the expiration date were requested but not provided.